Manufacturer narrative:
A specific root cause could not be identified. As the customer does not use the sample tube adapters for 13 mm tubes, this may cause leaning tubes which may lead to early liquid level detection (lld). Other possible causes include foam or air bubbles on the sample surface, issues with sample quality, or insufficient analyzer maintenance. Serial no was updated.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys ca 125 ii result for one patient sample. The initial result was 0.633 u/ml. The repeat results on (B)(6) 2017 were 59 and 58.2 u/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number 286641. The expiration date was requested but was not provided. The calibration and qc results on the day of the event were in range.